Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection shows the device shaft is detached and loaded with a broken needle. A functional evaluation was not performed since the device is severely damaged and can not be tested. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with unintended use of the device. Factors that could have contributed to the failure include excessive force. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a hip procedure, the handle of two (2) speedstitch devices kept breaking off when it was being inserted. The procedure was successfully completed without delay using a back-up device. No other complications were reported. Results of investigation found the device have a broken needle.